Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was not powering on when he tried to test his blood glucose. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient was "not sure" when the alleged issue first occurred. The patient refused to report if he takes any medications for diabetes. It is unclear if the patient made any changes to his normal routine as a result of the alleged issue. The patient reported 4 weeks after the issue occurred he developed symptoms of "dizziness, weakness and blurry vision." The patient did not report receiving any treatment in response to his symptoms. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. When a new test strip was inserted, the meter did not turn on. When the power button was pressed, the meter did power on. The cca confirmed the battery needed to be replaced, but the patient did not have a new battery at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.